Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the home patient (hp) disconnected in his sleep and now wants to end therapy and perform continuous ambulatory peritoneal dialysis (capd). Gts assisted the hp with ending therapy. The hp contacted the writer on (B)(6) 2010 and he stated that the he does not recall any specific details of the reported disconnect problem. He stated that he was able to resume with the therapy after he contacted gts for assistance. There was no injury or medical intervention reported. Product surveillance contacted the peritoneal dialysis (pd) nurse on (B)(6) 2010 to obtain additional information regarding the reported disconnection problem and she stated that the patient did not inform her of the reported event. She stated that the patient is performing therapy successfully without any incident and reported no injury or medical intervention. She stated that she will follow up with the patient. No additional information was provided.

Manufacturer narrative:
(B) (4). Device evaluation: one used dialyzer was received. This dialyzer is referenced to the following complaints: (B) (4), (B) (4), (B) (4), (B) (4), (B) (4), (B) (4), and (B) (4). The dialyzer was disinfected. A visual inspection was performed and found no obvious defects were noted. A manual leak test was performed and leakage was found at the venous header. Bubbles were slowly coming from the venous header and out the dialysate port. Additional information received from the facility indicates: the dialyzer reprocess is: water connector on the capillary for pressure (first flush), excess of blood remained. Another rinse was performed until fibers are clean the priming measure was performed. The fibers are filled with puristeril 3.4%, then the system is closed and the dialyzer is stored in an appropriate individual place. Microbiological tests were performed on the water points of the in-coming water and the result was negative. The facility advised the residue of disinfectant test is performed before dialyzer installation on the patient. The tests results were negative. No repair, corrective or preventive maintenance was performed on machines during the week of the occurrence. No periodic calibration was performed on the week of occurrences. The results of cultures performed on some patients were negative.

Event description:
The nurse contacted the baxter sales representative to advise a patient, (B) (6), presented with chills and a headache on (B) (6) 2010 during use with a xenium dialyzer. The patient experienced the reaction 1.5 hours into hemodialysis therapy with a dialyzer on 11 hours of reuse. The sterilizing product used was puresteril 340 (1,600 ml of acid + 19400 ml of h20). When the reaction was noted, the hemodialysis was interrupted and the system was recirculated. 400 ml of physiological solution, one ampoule of dipyron (antipyretic) and one paracetamol tablet were administered. Two samples of blood were collected for culture. The hemodialysis was re-started after the disappearance of the symptoms. The patient outcome is unknown. This is one of seven patients from the same facility. This is patient (B) (6).

Manufacturer narrative:
(B) (4). The manufacturer, nipro, reviewed the batch review sample for the lot number associated with this event. The results indicate: the manufacturing records, process inspection records and release inspection records of the lot concerned were reviewed and no abnormality was found.